Manufacturer narrative:
Following information reported by (B)(6), there was a problem with enterprise 9000x. More details were not provided by the customer. The evaluation of the device performed by an arjo technician revealed that the safety side rail detached from the bed frame. There was no indication regarding patient involvement. No injury or other medical consequences were reported. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the safety side detachment might be related to an excessive force applied to the safety side. This is the most probable scenario, however, without having first-level evidence, the exact cause of the malfunction could not be determined. To sum up, the safety side rail was detached from the safety side rail mechanism, and from that perspective, the enterprise 9000x did not meet the performance specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint was decided to be reportable due to the safety side rail detachment.

Event description:
Following information reported by (B)(6), there was a problem with enterprise 9000x. More details were not provided by the customer. The evaluation of the device performed by an arjo technician revealed that the safety side rail detached from the bed frame. There was no indication regarding patient involvement. No injury or other medical consequences were reported.